Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approximately a 5 year, 5 month implant duration due to aortic endocarditis and severe aortic root abcess.